Event description:
It was reported that twelve days after the marker was placed, the patient experienced some discomfort or itching sensation near and around the biopsy site. The physician performed an ultrasound and they did see a reaction around the biopsy site. There is a noticeable papule, linear in shape and feel that the physician believes to be one of the pads. The patient has no clear infection and was recommended benadryl. The physician requested the patient monitor the reaction and to notify them if the itch does not go away.

Manufacturer narrative:
After further clinical review of this event with bard's medical department, this event was reassessed and determined to be MDR reportable as a malfunction pursuant to 21 cfr part 803. A manufacturing review could not be performed, as the lot number is unknown. The investigation is inconclusive, as the sample was not returned for evaluation. The root cause could not be determined based upon available information because the sample was not returned. It is unknown whether patient and/or procedural issues contributed to the event. The current senomark ultra breast biopsy marker instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.